Event description:
On (B)(6) 2012, an operating room fire occurred during a routine laparoscopic cholecystectomy. The fire was a result of a faulty monopolar cable that attaches the electrocautery hand held device to the generator. The fire erupted from the cable near the connection to the generator. The defective cable was found to be the cause of the fire.